Manufacturer narrative:
The product referred to in the event description is not sold in the USA, but it is similar to a product which is sold in the USA. The returned breathing circuit was visually inspected for bent pins and tested to see if the heater wire connector could be connected to the heater wire adaptor. Results: both of the heater wire pins in the inspiratory tube of the breathing circuit were slightly bent and this prevented them from connecting to a heater wire adaptor. We were unable to carry out a lot check as no lot information was provided. Conclusion: it is impossible for the user to bend the heater wire pins if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. Bent pins do not preclude ventilation of the patient, but prevent the heating of the gas delivered. This is not considered to be a high risk over a short period. Our monitoring and trending of bent pins in adult breathing circuits has a rate of occurrence for the last year to the end of 01/2009 of 15 complaint units per all devices sold.

Event description:
A hospital reported via the distributor that they could not connect the heater wire adaptor to the breathing circuit before use. They reported that the breathing circuit heater wire connector appeared to be incorrect. No patient consequence was reported.